Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for eval.

Event description:
The customer reported that they had a leak during contrast injection in radiology while performing a CT. No pt harm or medical intervention was reported. No further pt/event info was reported.